Manufacturer narrative:
Catalog# 03822601. Method: risk assessment; results: device evaluation could not be performed as no items were returned. The reported devices remain implanted. Conclusion: the exact root cause cannot be determined conclusively as no device was returned and/or insufficient information was provided for review.

Event description:
It was reported that; approximately 6 months later I started to have a popping noise in my spine and a feeling of electric shock in my spine, and increased pain. I returned to the surgeon and was extremely disappointed to find that the two 6mm titanium bars that were used to connect my spine were both broken in two. I have a deep fear of returning to the operating room and removed all the hardware and replacing it with another brand, as the surgeon suggested.

Event description:
It was reported that; approximately 6 months later I started to have a popping noise in my spine and a feeling of electric shock in my spine, and increased pain. I returned to the surgeon and was extremely disappointed to find that the two 6mm titanium bars that were used to connect my spine were both broken in two. I have a deep fear of returning to the operating room and removed all the hardware and replacing it with another brand, as the surgeon suggested.